Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Section e1 ¿ phone number complete entry = (B)(6). This report is being filed on an international product, list number 07p42-32, that has a similar product distributed in the us, list number 07p42-33, and a 510k number of k220949.

Event description:
The customer observed false reactive alinity I cmv igg results for a female patient. The following data was provided (<6.00 au/ml is nonreactive, >/=6.0 au/ml is reactive):sample ID (B)(6) initial result, on (B)(6) 2026, was 23.0, repeat results, on (B)(6) 2026, were 0.2 and 0.2 au/ml. The cmv igm result was 0.17 index, which is nonreactive. The cmv igg avidity result was nonreactive. It was noted that the patient was tested at another hospital a few days prior with negative results for cmv igg. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I cmv igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. A review of tracking and trending for the product and the lot found no related trend for the issue for the product. Specificity testing was performed using an in-house retained kit of lot 81054fz00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations for the lot and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I cmv igg, lot number 81054fz00, was identified.

Event description:
The customer observed false reactive alinity I cmv igg results for a female patient. The following data was provided (<6.00 au/ml is nonreactive, >/=6.0 au/ml is reactive): sample ID (B)(6) initial result, on (B)(6) 2026, was 23.0, repeat results, on (B)(6) 2026, were 0.2 and 0.2 au/ml. The cmv igm result was 0.17 index, which is nonreactive. The cmv igg avidity result was nonreactive. It was noted that the patient was tested at another hospital a few days prior with negative results for cmv igg. There was no impact to patient management reported.